Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the initial reporter and learned that after restarted system, no additional issues occurred. The fse reviewed logs and did not see errors the on universal surgical manipulator (usm). No site visit was required.

Event description:
It was reported that during da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative contacted an isi technical support engineer (tse) to report that universal surgical manipulator (usm) 3 moved on its own. The arm was clutched, but no pressure was applied and arm 3 moved towards arm 4. Site was unable to describe what joint on the arm moved. They power cycled the system and that seemed to have resolved the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and was not able to obtain any additional information.